Event description:
It was reported that during an unspecified surgical procedure the "burr was not working correctly" with the motor device. The reporter clarified that the "burr is not capturing or it¿s not spinning correctly". There were no delays to the planned surgical procedure as a spare identical device was available for use. There was patient involvement reported. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device.  The reported condition was confirmed. The assignable root cause was determined to be due to normal wear and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device and the reported condition was confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.